Manufacturer narrative:
Investigation conclusion: the meter associated with the complaint was returned for investigation. The customer's complaint was replicated during in-house testing. A result outside of the acceptable range was observed during testing of the returned meter. A statistical analysis of an impedance curve generated during in-house testing found that a discrepant result was caused by a weak-slope change. This issue is related to software and was addressed in CAPA-(B)(4). Functional and thermistor testing were performed on the returned meter with passing results. With the exception of the weak-slope observed during in-house testing, in-house testing shows that the system is performing within expectations. A review of the manufacturing records for lot 365429a did not uncover any non-conformances. The lot met release specifications. The impedance curve associated with the customer's inratio inr result of 1.9 was statistically analyzed and concluded to be normal in shape. The customer's reported results were within the expected variability for the assay and are not considered to be outside of the performance specifications. CAPA-(B)(4) identified impedance curves with weak slopes as potentially leading to discrepant inr values. Further investigation is being performed under CAPA-(B)(4) for this issue.

Event description:
Report received of discrepant inratio value. On (B)(6) 2016: inratio=1.9; lab inr = 2.4 time between tests four hours, therapeutic range: 2.0-3.0, no reported adverse patient sequela.

Manufacturer narrative:
Corrected date: date of event is (B)(6) 2015.